Event description:
Philips received a complaint on the defibrillator indicating that ¿the display (rfu) cable is defective.¿ the device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name:(B)(6) hospital reporting address line 1: (B)(6) reporting address city:(B)(6) reporting address state: 87 reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the status display (rfu) tablecloth was defective due to malfunction of rfu indicator. The rfu indicator was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of rfu indicator. The root cause of which could not be determined. The reported problem was confirmed.